Event description:
The pulmonologist had difficulty removing the van sonnenberg chest drain. After cutting below the hub and removing the chest drain a 2" - 1 1/2" slit was noted in the catheter proximal to the first hole. No immediate complications observed.